Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. A product development evaluation was completed: the trochanteric fixation nail (456.419s, lot# 7324440) was received intact containing scratches, scuffing, tool and roll marks consistent with attempted implantation and removal. The returned devices show distinct evidence of use other than that recommended for the implantation of these devices. It appears from the geometric removal of the helical blade's anodization and damage to the internal locking tab of the nail in that the tab had somehow dropped into locking position while the helical blade was being advanced and or removed. The user had forcibly overcome the locking feature and was then able to advance/remove the helical blade without limitations leading to this complaint. The blade and nail were subsequently removed and revision surgery performed with a competitor's products. The method of use when implanting the helical blade nail has led to this confirmed complaint and is not a result of a design deficiency for these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the original implant of the device was performed on (B)(6) 2013. The patient went in the office for a post-op follow-up. The x-rays taken showed the helical blade penetrated the femoral head and the distal interlock screw broke. There was non-union of intertrochanteric fracture. The patient experienced pain as a result of the perforation. The surgeon performed a revision surgery on (B)(6) 2014 due to device breakage. The surgeon removed the implants except for the tip of the distal locking screw which remained in the patient. The surgeon converted implants to third party products. There was no surgery delay due to the reported event. This is one of four for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.